Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that a replacement pump would be sent with updated software, and instructions were provided on how to return the faulty pump. The customer would use multiple daily injections as backup therapy in the meantime.